Manufacturer narrative:
Device not returned to manufacturer.

Event description:
Two weeks post clarifix procedure ((B)(6) 2021), the patient presented with a severe nose bleed ((B)(6) 2021). The patient was packed with rhinorocket and admitted to the hospital for observation. The patient had a unilateral bleed on the left side, was on eliquis and a prior history of polyps and sinus surgery. The next day ((B)(6) 2021), the doctor took the patient to the or to cauterize the sphenopalatine artery branch on the left side. No further bleeding has been reported.